Manufacturer narrative:
A ge service rep performed an on site investigation. A sbc kit and display adaptor was installed. The nodes were flashed, hard drive was reformatted, and software was reloaded. The system was then found to be working as intended.

Event description:
The customer reported the system did not communicate with the control panel. No report of pt injury.